Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The clamp arm was found to have melting and dislodgement of the teflon pad at the whole length. No pieces were missing. Components adjacent to this teflon pad do not show damage. The probable root cause is attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during da vinci-assisted thyroidectomy transaxillary surgical procedure, the teflon pad of harmonic ace instrument detached from the instrument. Backup instrument of same kind was used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the teflon pad was completely detached from the instrument, but no fragment fell into the patient. The instrument was inspected prior to use, and no damage or anything out of the ordinary was noted. The surgeon did not notice any issues with the functionality of the instrument during the procedure, and there was no collision with other instruments or hard materials. The procedure was completed robotically using a backup harmonic ace, and there was no patient harm. No photographic images or video recordings of the procedure are available for review.